Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was reported a dissection was noted after the stent delivery system (sds) was removed from the patient anatomy. The patient became hypotensive and medication was administered. Dissection and hypotension are known adverse events listed in the promus instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and moved the stent on the balloon. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported failure to advance and loose and damaged stent appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to the reported event and all lot release testing met manufacturing criteria.

Event description:
It was reported that during the procedure in the circumflex artery, an unsuccessful attempt was made to advance a 2.5 x 12 promus stent system. The stent system was removed from the anatomy and dilatation was performed using a 2.0 x 12 mini trek catheter. A 2.5 x 18 promus stent system was advanced but resistance was met; therefore, a non-abbott guide catheter was used to assist advancement of the stent system. Advancement could not be achieved and both the stent system and guide catheter were removed from the anatomy. The non-abbott guide wire was pulled back and the vessel could not be rewired. Upon removal of the stent system from the anatomy, it was noted that the stent had slid proximally on the balloon and the struts were flared. A dissection of the circumflex artery was noted. The patient developed hypotension and a fluid bolus and dopamine drip were administered. There was no treatment provided for the dissection or the target lesion. The patient was monitored. The physician stated that the cause of the dissection was a combination of the stent system and the guideliner. The patient condition was reported as stable. Though requested, no additional information has been provided.